Event description:
Pt underwent surgery in 2000. Pre-operatively, pt complained of pain/blister on their right great toe. Pt was 10 weeks status post total knee replacement. Pt had their right great toe joint replaced with an implant in 1983. Pre-operative diagnosis was possible infection right great toe. Surgeon removed a silastic implant which they discovered to be fractured. Fractured implant was removed in 2 pieces. Pathology reported examination of two pieces that "appear to be worn through and been broken in to two pieces. Bone infection" also identified.